Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this band was explanted and replaced with a bioprosthetic mitral valve. No failure mode and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this 29mm annuloplasty band in the mitral position was explanted and replaced because the post-implant transesophageal echocardiogram (tee) indicated an unsuccessful repair. This device was replaced with a 27mm bioprosthetic tissue valve; the patient's chest never closed before removing this band.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.